Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-6068-90, 90° curve straight, quickpass lasso batch 3352137237, was received for evaluation. Upon visual inspection, it was noted that the device arrived for evaluation with the fiberwire on the shaft. The evaluation of the fiberwire revealed it was tangled and broken/damaged. The functional test was not performed due to damage to the firewire. The most likely cause of the observed failure is user error for applying excessive force during insertion or leveraging/prying the device. The complaint allegation is confirmed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a right arm subscap repair surgery the wire loop of the lasso broke when the surgeon pulled sutures out. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.